Manufacturer narrative:
.

Event description:
Reporter indicated the vns programming wand was functioning properly, and that the vns computer and serial cable would be returned to the manufacturer. The computer and flashcard were returned on (B)(6) 2013. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported that this handheld device was stuck on the "interrogation successful" screen for a very long time. Follow-up showed that it was ensure that the device was not plugged in during interrogations. Troubleshooting involved performing hard resets. The screen freeze was a repeated, persisting issue. Attempts for product return have been unsuccessful.